Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that the insulin pump had a blank display. Customer's father inserted new batteries and reported that the insulin pump's display partially returned. Customer's father stated that she was unable to exit the time and date display screen. Customer's blood glucose level was not provided at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. Off no power alarm did function properly. No blank display noted. No damage found on the lcd isolation tape observed. The insulin pump passed the error test and self test. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.